Manufacturer narrative:
Device evaluation: product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received and blood was observed in the inflation lumen. Microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 6 millimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these included the stenosis and calcification levels, the levels of tortuousity of the vessel or if the lesion was pre-dilated. The exact cause of the tear could not be determined. The product specification states that the rated burst pressure for this device is 14atms. The manufacturing records for top assembly batch 8960663 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a pci procedure the maverick monorail balloon ruptured on the first inflation at 6atms for "several seconds". The lesion being treated was located in the very tortuous, calcified, and 100% stenotic proximal left anterior descending artery (lad). The procedure was successfully completed with another maverick monorail balloon. Patient status is listed as "good".